Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.

Event description:
The complainant stated the brake will not stay engaged. The brake pedal will pop into the neutral position after the brake is set.